Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutting off. There was no injury reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutting off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the pump. Fse could not duplicate the issue of unit shutting off while pumping. Fse ran pump on simulator for 4 hours with no issue and low battery alarms functioned properly. Unit ran for 5 days with no issue. Checked logs again and nothing indicated that it shutdown. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.